Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the electrodes on the external pulse generator (epg) were not secure, causing the lead to not remain attached to the electrodes. It was noted that the ventricular connector was broken. Additionally, it was noted that there were errors in the log files. The incoming test passed. It was noted that the lower and upper case, and the hanger assembly were broken. The seal assembly was worn out. The printed circuit board (pcb), seal assembly, upper and lower case, keypad, the hanger assembly, and the battery were replaced. The epg then passed all the final tests with no visual/electrical anomalies observed. The device conformed to specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis update: further analysis of the external pulse generator (epg) was performed. On visual inspection no anomalies were observed. The main board was assembled into a golden unit. Upon functional test ran on automated test console the device passed all tests with no errors were observed. During benchtop analysis the device was powered on and off multiple times and no errors were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the electrodes on the external pulse generator (epg) were not secure, causing the lead to not remain attached to the electrodes. No patient complications have been reported as a result of this event.